Event description:
The implant failed due to infection and pain. The implant was removed after 3 weeks. Moderate oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.